Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report issues with the insulin pump. Customer reported that they are experiencing high blood glucose levels. Customer reported that the insulin pump may not be delivering the proper dosage of insulin. Customer's blood glucose at the time of the incident was 179 mg/dl. Customer's current blood glucose was 219 mg/dl. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.